Event description:
It was reported that the anchor was broken when the surgeon inserted to the patient¿s bone hole during arthroscopic rotator cuff repair surgery on (B)(6) 2018. The surgery was completed by using alternative anchor (same p/n and lot number). It was brand new and the first use when the issue occurred. There was no surgical delay and no harm to the patient. Additional information from affiliate 08/14/18: if breakage occurred near surgical site, how were fragments retrieved? No further information was provided. Were there any procedural or patient anatomy factors which may have contributed to the breakage? No. Is surgical intervention planned? No. Did any portion of the device remain in the patient? No. Where on the implant did it break? No further information was provided. What was the patient¿s bone quality? No further information was provided. Was the insertion off axis? No further information was provided. Was the same bone hole used to complete the procedure? No, different hole. Was the implant removed or was any debris left in the patient? No.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the complaint device was discarded by the customer therefore, device is not available for a physical evaluation. Pictures were not provided. This complaint is not confirmed. The initial report stated that the implant broke during insertion. No further procedure information was provided to determine if the above reason contributed to this failure. The DHR review indicated that this batch of devices were processed without incident, therefore, there is no evidence of manufacturing anomalies on the records reviewed. Further, a review of the depuy synthes mitek complaints system revealed no complaints of any type for this lot of devices that were released to distribution. At this point in time, no corrective action is required, and no further action is warranted. However, should any new information be provided in future, this file will be re-opened, and a thorough investigation will be performed. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
It was reported that the anchor was broken when the surgeon inserted to the patient¿s bone hole during arthroscopic rotator cuff repair surgery on (B)(6) 2018. The surgery was completed by using alternative anchor (same p/n and lot number). It was brand new and the first use when the issue occurred. There was no surgical delay and no harm to the patient.